Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced both hypoglycemia and hyperglycemia while using the ilet with a dexcom g6, and the user stated the ilet was over-aggressive in lowering glucose following an elevated reading; the lowest glucose was 40 mg/dl and the highest was 245 mg/dl, with low glucose out of range for approximately three hours and a high attributed to under-announcing a meal and prolonged sitting. Symptoms were not reported. Outcomes included successful self-treatment of the low with oral glucose totaling approximately 90 grams of carbohydrate and user self-management of the high, without outside assistance or medical intervention. Investigation included complaint handling with troubleshooting and education regarding high and low glucose management and meal announcement practices. Investigation of this case revealed user-reported overcorrection behavior and contributory factors, including under-announced carbohydrate intake and sedentary activity, with no report of device malfunction. It was concluded that the cause was unclear due to multiple user and physiological factors.